Event description:
Meter getting inaccurate readings with 300 point difference. Difference in radings caused his hospitalization recently.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure.